Event description:
Report indicates: "IV amiodarone (pacemaker drug) infusion: rate set at 21 ml/hr over 23 hours for a volume of 500ml. The infusion finished 4 hours early. The 500ml bag was empty but the display showed a volume still to be infused (210mls but not sure). Over infusion caused the pt to feel dizzy and have chest pains. Pt felt fine soon after. No medical intervention was required. The technician at the hospital noted that the battery was almost dead. The rate was checked at 21ml/hr and found within 5%.